Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a different model and a difference of 2.5 diopters of power due to blurred vision and a delayed refractive shift. Additional information was provided by the surgeon, who reported that the patient underwent an uncomplicated intraocular lens (iol) implant procedure. She subsequently developed acute endophthalmitis that was diagnosed on postoperative day 3. She was treated by retina for the infection that included a pars plana vitrectomy and intraocular antibiotics, the patient had 360 degrees of posterior synechiae and a myopic shift that was progressive and reached -2.00 at the maximum. The patient was brought back to surgery for lysing of the synechiae. This did not relieve the myopic shift. After allowing time to stabilize, the myopic shift remained. The patient elected to have the iol exchanged due to inadequate reading vision with the error corrected. The exchange was performed approximately 8 months after the initial lens implantation. Due to fibrosis from the previous intraocular infection the complete iol could not be fully removed. The haptics were left. Due to some zonular instability a 3 piece iol was inserted in the sulcus.